Event description:
It was reported that, "single dose of simplex cement was opened, nurse noticed that the inner powder package was marked, "contains antibiotics" even though this product does not contain antibiotics. Hospital checked their remaining shelf stock with this lot code and found a total of 2 doses."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.